Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that her meter would not power on. She stated that in (B)(6) she began to feel nauseous, dizzy, tired and irritable. She was taken to the hospital but no treatment was reported. The pt stated that she took insulin on her own after attempting to test. No results were provided from the hospital visit. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. A replacement meter is being sent to the pt.